Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, customer received a continuous glucose monitor (cgm) error 42. Blood glucose was 358 mg/dl. During troubleshooting with tandem technical support the error was cleared and a new cgm session was able to be started. The customer continued to use the pump for insulin therapy.